Manufacturer narrative:
The events of capsular contracture, seroma late, and lymphoma alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was lymphoma alcl. This is a known potential adverse event addressed in the product labeling. Article citation: ¿the dutch breast implant registry: registration of breast implant-associated anaplastic large cell lymphoma- a proof of concept¿ babette e. Becherer, mintsje de boer, paulin e.r. Spronk, annette h. Bruggink, jan paul de boer, flora e. Van leeuwen, mar a.m. Mureau, rene r.j.w van der hulst, daphne de jong, hinne a. Rakhorst; department of plastic and reconstructive surgery 143: 1298; may 2019; american society of plastic surgeons 2019. [(B)(4)].

Event description:
Through journal article 'the dutch breast implant registry: registration of breast implant-associated anaplastic large cell lymphoma-a proof of concept' the following was reported: left side bi-alcl diagnosed by markers cd30+, alk-, and t1n0m0 presenting as a seroma and capsular contracture baker grade IV. A capsulectomy was performed and the device was explanted.